Event description:
An ercp and stent placement procedure was performed. Upon successful stent deployment the tip of the introduction system became lodged in the proximal end of the stent. The physician waited several minutes for the stent to expand. Then when pulling on the introduction system, the distal end detached in the patient. The physician then unsuccessfully attempted to retrieve the detached portion with a snare. The physician felt the detached portion did not occlude the drainage of the stent and left the detached portion in the stent. One week post procedure the patient was found to be in good condition.